Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the thread of the impaction head on the persona partial femoral impactor snapped off inside the handle when the surgeon was implanting the femoral implant into the patient. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.